Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100642159. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Inflation issue, hole/perforated and pump collapsed are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a device that was unable to inflate and the pump was not refilling after squeezing it. A revision surgery was performed, during which the physician confirmed upon explantation that the right cylinder outer silicone layer had ruptured. The device was explanted and replaced. No patient complications were reported.